Manufacturer narrative:
Patient information not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was sluggish due to a high amount of saved patient images on the system. The site performed deletion of the saved exams and did a system defrag, which was noticeable. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a procedure. It was reported that the system stops acquiring images in mid-spin. The green bar will just stop. It is unknown if there was a delay to the procedure but there was no impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to system unresponsive. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to full database. Deletion of saved exams up to last 30 days and system defrag performed which was noticeable to resolve. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the procedure was a t10 pelvic fusion and there was no reported delay. There was one partial scan that was unused.